Event description:
Report received from USA stating that service was required for the device. During service inability of device to rotate was noted. It is unk if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of device will not rotate was confirmed. During service it was noted that the device was not able to rotate. If add'l info becomes available a supplemental report will be submitted. (B)(4).